Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-00432.

Event description:
Device 2 of 2.reference MFR report: 1627487-2016-00432.follow up information identified the patient underwent a two stage surgical procedure on (B)(6). On (B)(6) 2016, the patient's two octrode leads were removed and replaced with a penta lead. Scs extensions were connected and the external trial system was programmed. On (B)(6) 2016, the lead was connected to the patient's scs ipg and the scs extensions were removed. The patient is now receiving effective stimulation coverage.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-00432.